Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified left anterior desceding artery. Following pre-dilatation using a 2.0x15 non-bsc balloon, a 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified left anterior desceding artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, durig procedure, it was noted that the stent could not cross the lesion and found taht the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complicaitons nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 16 stent delivery system was returned for analysis. Examination of the stent under microscope found no issues. The stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.